Manufacturer narrative:
Concomitant medical devices: 694052 lead, 694265 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) with noise. The lead remains in use and no patient complications have been reported as a result of this event.